Event description:
It was reported that the patient presented to emergency room. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient was stable and will continue to be monitored.